Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving appropriate hv therapy for vt/vt. During the device check, non-sustained rv oversensing due to myopotential oversensing was observed. Programming changes were made and issue was resolved. Patient was doing well.